Manufacturer narrative:
A review of complaint activity determined that there is elevated complaint activity for the architect total b-hcg reagent, lot 95519ui00. Tracking and trending report was reviewed for the architect total b-hcg assay and did not identify any related trends. The performance of lot 95519ui00 was evaluated by executing a test protocol with retained samples of the architect total b-hcg reagent; all validity and acceptance criteria were met. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A physician questioned an architect total b-hcg result of 1974.60 miu/ml as being false positive based on the patient's clinical presentation. The sample was retested and the result was again positive (exact value not provided). No adverse impact to patient management was reported.